Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii proximal seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage there was a significant amount of blood on the delivery device, inside the delivery tube. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The seal anchor tab and the tension spring assembly were not returned. The green slide lock was unlocked and white plunger was depressed on the delivery device. The tension spring assembly, anchor tab and seal were not returned to be evaluated; therefore, it is not possible to confirm the reported. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).